Event description:
It was reported that the device failed the leak test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. The sample was received in used conditions without its original packaging. The sample have a tear. The sample did not pass the leak test. The root cause of the reported issue was found to be manufacturing. Actions were taken to mitigate the reported issue: a corrective and preventative action has been opened to address the reported issue. UDI information is unknown. Premarket (510k) number is unknown.